Event description:
The following has been reported: this alarm occurred during the nurse training at the mercy janesville location. Pump has not been on a patient, only used in the classroom. During programming exercises, the pump began to alarm with two red indicator lights and an on-screen alert stating "service needed". The pump was taken out of service and completely shut down. After a few hours powered down, the pump was re-started multiple times and programmed without incident. Preliminary review of logs show that this was a fva verify failure. An active infusion was stopped (training); no injury was reported. Investigation of the issue has been performed; the av motor control logic can result in cam oscillations around the target position (and move limit retry faults) which has resulted in false-positive pump problem alarms in the manufacturing line and in the field. This was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.